Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high glucose (glu) result generated by the unicel dxc 800 pro synchron clinical systems. The erroneous result of 467 mg/dl was reported out of the lab. The physician questioned the result. The sample was repeated two different tubes and the results obtained were approximately 104 mg/dl. The urine glucose for this sample was negative, which was consistent with the repeat result. The original result was amended. The patient was not treated for hyperglycemia, but the tolerance test was cancelled.

Manufacturer narrative:
Qc run prior to and after the event was within the lab-established ranges. A field service engineer (fse) was on-site. The fse found no instrument issues. A precision run by the fse exhibited acceptable precision. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.